Event description:
Following a laparoscopic anti-reflux procedure, a patient reported ongoing gerd and requested linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure, hernia repair, and device implant on (B)(6) 2015. Uneventful device explant (B)(6) 2016 at patient's request despite a normal bravo ph test. Linx device found in the correct position/geometry. After device removal and at the patient's request the patient received a nissen fundoplication.